Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unique device identifier (UDI) and lot numbers are reported as unknown because it could not be confirmed which of two clips experienced the slda; therefore, the information is provided for both clips as follows: part / lot: cds0501/60919u365. (B)(4). Part / lot: cds0501/60919u363. (B)(4). The device was not returned for analysis. The reported patient effects of dyspnea and worsening mr as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents for the lots. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. The reported mr was likely due to the slda and the dyspnea a cascading effect of the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed for the single leaflet device attachment (slda). It was reported that on (B)(6) 2016, the patient, with mixed etiology mitral regurgitation, underwent a mitraclip procedure, with implantation of two clips. The mitral regurgitation (mr) was reduced from grade 4 to grade 2. On (B)(6) 2017, the patient was re-hospitalized with shortness of breath. A transesophageal echocardiogram was performed and noted that one of the two implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The other clip remained attached to both leaflets. The mr had increased from grade 2 to grade 3-4. The patient underwent a second mitraclip procedure on (B)(6) 2017, with implantation of two additional clips. The mr was reduced from grade 4 to grade 2+. Post procedure, the patient did well. No additional information was provided.